Event description:
The following info was reported to davol by the pt's attorney: the pt received injuries as a result of being implanted with a defective kugel ventralex composix. The attorney alleged the pt suffered injuries.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Additionally, no sample was returned for eval. If additional event and/or eval info is obtained, a follow up MDR will be submitted.